Event description:
It was reported that the device exhibited a motor error. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection of the device found crack on right plunger case and bottom case. Tamper seal intact. There was evidence of the error recorded in the event history log. Occlusion test was performed multiple times however the motor rate error was not duplicated. The investigation was unable to determine the intermittent of the error. No fault was found as the error was not duplicated. It was recommended that the stepper motor and worn coupling be replaced as a preventative measure. The root cause of the reported problem was unknown/undetermined as no fault was found with the device. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously., corrected data: correction: d4: model number: 4000.